Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: during procedure, the balloon did not inflate. Another was used to continue the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.